Manufacturer narrative:
E1: establishment name: (B)(6) hospital (documented here in it¿s entirety due to character limitations in respective field) the device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii led light source image was dark. Since no light was emitted from the tip of the scope, the problem was solved by repeatedly turning the light source on and off, but it still occurred from time to time. The combination scope was ltf-s190-5. No abnormal appearance was observed. Since it occurred in multiple scopes, it was determined that the combined equipment did not need to be issued. The issue was found during a therapeutic laparoscopic gastrectomy. The procedure was completed with the same device. There were no reports of patient harm.this report is related to the following linked patient identifiers: (B)(6).

Event description:
The procedure was completed with no delay by turning the device off then on. The issue occurred at the beginning of the procedure. The procedure was completed with the same device. No other devices were replaced during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Since the device could be used without any problem at the facility, it would not be returned. Based on the results of the investigation, a definitive root cause could not be determined. The problem was solved by repeatedly turning the light source on and off. Olympus will continue to monitor field performance for this device.